Manufacturer narrative:
The complaint was received and forwarded on to the manufacturing facility for investigation. (B)(4). Unfortunately, the customer sample was not available for evaluation but one sample of each lot available at the shelf of the customer was received for evaluation. The units were visual and pull test inspected and the results obtained were within the specifications. It is vital to the investigation that the customer sample be available for examination and testing. The device history records (DHR) for the finished goods were reviewed and no incidents were documented that could have caused this type of non-conformance. No reported non-conformances were found from review of the records, which included incoming and in-process inspection, non-conforming reports and manufacturing records. The minimum tensile strength specification for the tubing is 750 psi. DHR of these tubing¿s demonstrated tensile strength results of a minimum of 933 psi in testing performed. The minimum pull test specification for this drain is 5.0 lb. DHR demonstrated pull test results of a minimum of 15.0 lb (drain/tubing junction area) and 11.0 lb (perforated area) in quality testing performed. Inspection records for the raw materials used to extrude the tubing and mold the flat section were reviewed and coa indicates that all test results were within specification limits, including tensile and tear tests. This is the first complaint received on this catalog in the last 12 months. The lot numbers reported were manufactured between april 8, 2015 and july 27, 2015. Our directions for use states the following: ¿drains or tubing should not be handled with any instruments. This can lead to tearing, warping, or weakening and subsequent breakage of the drain. To facilitate removal of the drain, the drain and tubing portions should not be curled, pinched, over-stretched or sutured; either internally or externally. Please see attached for continuation:

Event description:
There were adverse outcomes with the patient. The patient is still being checked to make sure the tip that broke off in the patient has been completely removed. We are not sure what caused the tip to break but think it is important cardinal is aware of this issue. We do not know the lot number but this is the info I was given on the drain, jackson-pratt ref su130-1310 drain from cardinal health. The product that was used on the patient was not saved but we pulled what we had off the shelf and there were 3 different lot numbers. 1151187, 1150486, and 1150874 were pulled off the shelf. Additionally, customer stated: the drain was placed in the patient on (B)(6) 2016 (l2 laminectomy, l3 hemi laminectomy, l4 laminectomy, l5 hemi laminectomy). When removed from the patient on (B)(6) 2016, the tip broke off inside the patient. The patient required imaging studies, surgical intervention, and hospital stay. The tip was able to be removed and the patient is doing well.